Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the there was an intermittent connection at the rear response button. The cause of the non-functional response buttons is the intermittent connection. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.